Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4 and h4. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, calibration testing, outgoing systems testing, and troubleshooting without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.